Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: UDI and g4: 510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was failing the temperature test and alarming on power up. There was no report of patient involvement.

Manufacturer narrative:
D9: 4/2/2025. H6: updated. H3: one device was received. Device was visually and functionally tested and the device was found to be working as intended. No problem was found. A cause of the reported issue is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.